Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted high anterior resection surgical procedure, the jaws of a monopolar curved scissors instrument open automatically without the surgeon giving the order. The procedure was completed with no reported injury.